Event description:
It was reported that the radio frequency (rf) head was broken. The head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event, no anomalies were found. It was also noted that the label was missing its backing.